Event description:
It was reported that the patient¿s neurostimulator had been removed in (B)(6) 2013, but the entire leads were left in place because, they were intertwined and could not be taken out. The device was removed because, it was not providing therapeutic benefit. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v581950, implanted: 2011 (B)(6); product type lead. (B)(4).